Manufacturer narrative:
The unit had a broken off/missing retainer ring, missing reservoir tube o-ring, minor scratched display window, scratched case, pillowing keypad overlay, and a cracked keypad overlay at the select button. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump was damaged; the translucent piece of plastic inside of the customer's reservoir compartment was gone. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the caller did not recall any significant events that led to the damage. The insulin pump was returned for analysis.